Event description:
It was reported that an unknown vns patient underwent generator and lead replacement. Further follow-up revealed that during generator replacement, high impedance was observed and the lead was also replaced. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.